Event description:
It was reported that, upon an x-ray, it was observed that the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and failure to capture. The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. X-ray examination of the lead found the inner coil was over torqued at connector pin region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
New information indicates that the right ventricular lead exhibited a failure to capture.

Manufacturer narrative:
Additional information: b5, h6.